Event description:
The customer reported the system comes up with "storage device not available press any key" non fatal error and no further errors from unit during cases. No pt injury was reported.

Manufacturer narrative:
.